Event description:
It was reported that a user experienced elevated glucose after announcing a larger-than-usual lunch and subsequently administered subcutaneous insulin backup therapy while using the ilet, after which they were instructed to disconnect from the ilet for 1.5 to 2 hours and were assisted with changing the infusion site, tubing, and fill tubing, with no abnormalities noted in supplies. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information to identify a specific device-related problem or component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.